Manufacturer narrative:
(B)(4). Batch #t5c19w. Investigation summary: eight photos were received for analysis. The first photo shows an echelon 60 device without a door, the closer trigger opened, and the battery connected. The second photo shows the jaw opened, without a cartridge, and with body fluids present. The echelon 60 can be seen with the closing trigger opened, battery connected and damaged. The third photo shows a tyvek with lot #t93650. The fourth photo shows a tyvek for the echelon flex psee60a, with the lot #t93650. The fifth photo shows a green cartridge partially fired ½, malformed staples on the cartridge deck and body fluids present. The sixth photo shows three tyveks with lots #t4042t, p4t51m and t40j1u. The seventh photo shows a green cartridge, batch #p58834, with drivers up and staples malformed on the cartridge deck, and with body fluid present. The eighth photo shows three green cartridges: one reload is fully fired; the middle reload is partially fired ½; and the third reload appears to be fully fired from the right side and partially fired on the left side, with body fluid present. Based on the photos reviewed, the event described is confirmed, however, no conclusion or root cause could be determined. The analysis found that one psee60a device was returned with no apparent damage, with two gst60g reloads present. The reload (b) was received with the right side fully fired and left side partially fired 1/2 . Upon evaluation of the reload, the cartridge deck, body, one piece sled and some drivers were noted to be damaged. The reload (c) was received partially fired 1/2 and with damage on the cartridge deck and one piece sled damaged. The manual override door was out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and tested for functionality in the straight position with a test cartridge reload, and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Additional information was requested and the following was received: what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Sale rep can¿t see the staples deployed but reloads already send to your office and as I see on the top of reload almost of them malformed. Is the current patient status known? The patient already discharged from hospital. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Sale rep discussed with surgeons he said that there are not patient consequence because patient bowel is long enough to cut 2 times.

Event description:
It was reported that low anterior resection, while stapling the rectum tissue, blade got stuck in the middle of the jaw. The surgeon couldn't open the jaw and had to use the manual override. The surgery area had to be increased and a new reload stapler was to successfully complete the procedure. Surgery was delayed 15 minutes. No fragments were generated and there were no patient consequences.